Event description:
A motor stall was suspected but not confirmed. The pump was used to deliver diamorphine. Additional troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.